Event description:
It was reported that a patient's device has high lead impedance. The patient has been referred to neurosurgery. Though surgery is likely, no surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Section b5/b6. Describe event or problem/relevant tests/laboratory data, including dates: corrected data; initial MDR inadvertently did not include information regarding patient's replacement surgery and updated lead impedance known prior to submission.

Event description:
Information was received that the patient underwent a generator replacement only, and the device impedance was within normal limits with existing implanted lead after replacement. The generator has not been received into analysis to date. No additional relevant information has been received to date.

Event description:
It was reported that the explanted generator has been discarded. No additional relevant information has been received to date.